Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell the initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained the alarm to the home patient. The technical service representative advised the home patient close the clamps and cycle the power to clear the alarm and advised the home patient to discard the supplies and to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.